Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with inappropriate episodes of ams via merlin.net transmission. Review of the stored electrograms revealed far-r oversensing. Recommended programming changes were made. The patient was stable.